Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that three days following a catheter revision that occurred ¿three months ago¿ (refer to manufacture report # 300420 9178-2014-03936 for the revision), the patient had to have a blood patch due to a csf (cerebrospinal fluid) leak. He had ¿freight train¿ headaches due to the csf leakage. The device system was currently used to deliver bupivacaine, baclofen and dilaudid however it was not specified what the medications were at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).